Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and one opening linear on the posterior. Leak test and microscopic analysis was performed which identified one opening crease smooth on the posterior. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is one crease smooth opening on the posterior due to fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.